Event description:
It was reported the patient experienced a significant hematoma following implant of a new lead. After blood thinner medication was discontinued the hematoma resolved itself. It was also reported that after the unipolar lead was implanted the patient experienced pocket stimulation. After the outputs were turned down no stimulation was noted. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.